Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing low blood glucose level 30 mg/dl and 37 mg/dl which was treated by food. Customer's blood glucose level at the time of reporting was 216 mg/dl. Customer did not believe that insulin pump was over delivering. Customer felt sweaty and shaky. Customer was using insulin pump within 48 hours of reported event. Sensor received calibration not accepted alert and it stopped providing sensor glucose value. Insulin pump was on auto mode. Device will be returned for analysis.